Event description:
Customer reported hospitalization due to diabetic ketoacidosis. Customer's blood glucose reading at the time of the hospitalization was 537 mg/dl. Customer reported vomiting, fainting, low blood pressure, confusion and sickness as symptoms of high blood glucose. Customer was treated with insulin drip and IV at the hospital. Customer also reported inaccurate bolus history and stated that not all the information was being recorded in the bolus history. No further information reported.

Manufacturer narrative:
Pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, and no delivery tests. Unit was received with scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.